Event description:
On (B)(6) 2018, a customer in the us reported to agfa that when using their dx-d 100 unit, they experienced unintended movement. During the investigation by agfa, it was confirmed with the customer there were two (2) events of unintended movement. Agfa is reporting each event. This MDR report is for the second event. The first event occurred on (B)(6) 2018. The operator states when bringing the unit off the elevator, and crossing the metal edge of the elevator, the machine turned left on its own and smashed into a trash can. The first event is reported in 9616389-2018-00001. The second event occurred on (B)(6) 2018. After the operator hit the emergency stop button and then restarted the unit, the unit went forward full speed and hit a wall creating a dent in the wall. Agfa service responded and performed several checks of the unit. The dmc board was replaced with revision h and upgraded to the latest dmc firmware release. A new resistive arrestor was installed. Agfa, along with the customer's biomed, performed some test movement of the unit and the unit is now working as intended. The root cause has been determined that the latest version of the resistive arrestor was not previously installed on the unit, resulting in the unintended movement. There has been no reported harm to patient or user during these events.